Event description:
Bilateral breast augmentation in 1990 with silicone gel implants by surgitek. Pt began having increasing joint pain, especially with hips and knees. Lupus was ruled out. Now desired gel implants be removed to rule out silicone involvement with pain. In 2000 bilateral implant removal, bilateral capsulectomy. Implant removed intact - left implant ruptured by dr after removing from pt.